Manufacturer narrative:
510 (k) number : k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 29th august 2018. On evaluation of the returned device, the device was returned with original packaging. Visual and functional checks were completed. Stylet not fully in place. The syringe was not returned. Needle was advanced and it was observed that the tip of the needle was missing. The needle was advanced and retracted with slight difficulty possibly due to jagged edge at the end of the needle. The sheath adjuster was able to advance and retract without issue. After the lab evaluation the following questions were asked and reply received on 31st aug as follows; questions: during lab evaluation observed that needle tip was missing. Therefore can you check with hospital if they were aware of the needle tip breakage? Can you please find out if the needle tip was retrieved? At what point in the procedure did the needle tip breakage occur? Was a puncture attempted? Reply: no puncture was attempted, malfunction discovered prior to puncture further clarification was requested on 12 sept 2018 as follows; I am completing the investigation for this complaint and would like to check again with regard to the following two queries; can you check with hospital if they were aware of the needle tip breakage (as discovered during the lab evaluation. The complaint description detail just stated ¿tip of needle was bent¿)? Can you please find out if the needle tip was retrieved? Reply: they weren¿t aware that the tip broke off, they thought it was just bent, needle didn¿t enter patient so the tip, if not in the box is probably lost on the floor. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting and as the customer could not determine where the needle tip detached. Possible root cause could be that the needle tip broke within the scope as a combination of tortuous anatomy and due to the device being used in a flexed or twisted position during the procedure as indicted in the additional information. Document review: components supplied by external suppliers are subject to goods inwards inspection. A review of the qc records for did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing work instructions include the following checks; ¿check for visual defects, debris, loose or embedded foreign materials, rough or sharp edges, bends or kinks.¿ all products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. ¿measure the needle extension with the outer handle positioned at reference mark 8 and with the sheath in a straight position. The needle extension should be as per the drawing and free from any damage / kinks. Verify the needle fully retracts into the sheath¿ a review of the manufacturing records for echo-hd-3-20-c device of lot# c1299093 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that this issue affects the entire lot # c1299093. IFU review the notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Tip of needle was bent. No patient harm. Procedure finished with another needle (same type). No scope damage. Other products used: olympus eus scope (type not yet known). "As per complaint form": replaced malfunctioning product with a new one.